Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information reported that there was a 50% or greater symptom reduction. Reprogramming was needed. The patient reported that contacts 8-15 are out per the rep. Down stimulation and fall was 4-5 months ago. X-rays were taken and the lead, wires, and ipg were in good position. There was no physical breakage seen on (B)(6) 2015. There was a loss of therapeutic effect that was sudden. The patient also experienced a sudden loss of stimulation. At the time of this report the patient was not recovered, the symptoms/issue was ongoing. They are planning a revision in the next 1-2 months.

Event description:
It was reported that the patient was not feeling stimulation in the right leg with programs defg like they used to; they were feeling left simulation only. On programs abc the patient was not feeling left leg stimulation but was feeling stimulation on the right leg only. The patient called the manufacturer representative (rep) and left a voicemail but they had not called the patient back. The patient thought the leads had shifted. The event occurred following a fall which was on (B)(6) 2015. The patient felt their leg gave away while on the steps and they had a bruise on their tail bone. A few days later the sapient noticed the stimulation changed on the implantable neurostimulator (ins). Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. (B)(4).